Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. The catheter adapter of the transfer set disconnected from the titanium adapter during pd therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter, and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.